Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that cutting burr was sticking in the device. The device was being used during knee surgery. There was no patient or user injuries. It is unknown if delay or medical intervention occurred. There was no additional information provided.